Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The three additional perclose proglide devices referenced in describe event or problem are filed under separate manufacturer report numbers. The device was not returned. Investigation is not complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in an unknown vessel was attempted with four proglide devices, using a pre-close technique, prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, "not working- deploying"; "breaking at handle". The aaa procedure was completed. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.